Manufacturer narrative:
The pump was received with compromised force sensor system alarm during basic occlusion test and unable to prime at 2.5 lbs. During prime test due to faulty forcer resistor. The occlusion test was unable to be performed due to compromised force sensor system alarm. There was no blank display or loud noise noted during testing. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their pump stopped working. The customer states the screen does not work and the device is emitting a high pitch squeal. The customer states there are cracks on the screen and on the pump where the reservoir and battery go. The customer's blood glucose level at the time was 136mg/dl. The customer was advised that the device would have to be replaced and returned for analysis.